Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported the pt had been implanted with one plate and six screws for an orif of the mandible on an unk date. Post operatively it was noted the pt's bite was off. Pt was revised on (B)(6) 2011, by repositioning of the plate and three screws. Three screws were also removed and a tension band was added. This is 2 of 7 reports for the same event.